Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the clear trial was fractured while trialing.

Manufacturer narrative:
Additional narrative: the reported device was not returned for examination. The investigation could not identify or verify a root cause about the current reported event without the devices to examine. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.